Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Note: in section d4 is no UDI provided, because creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
The following was reported to hamilton medical ag: summary: the display was blank(white).